Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient stated the controller came up with two different things today. Patient said batteries low replace the controller batteries soon and settings not available cannot provide your desired intensity setting. Pt states takes a while to charge. Agent asked if patient tried changing groups and patient said they haven't changed intensity or anything but they usually turn stim off at night and back on in the morning. Agent confirmed that the implantable neurostimulator (ins) is fully charged, and pt states yes fully charged. Pt states he has not changed anything as far as groups or anything. Agent reviewed this has to do with the ins and not the equipment. Agent reviewed to change groups and pt was able to change and was not getting settings not available but was getting stim in stomach in both different groups. Patient also said they have noticed the sensation they are getting a lot of times will shift where it used to just be down the right leg where the shocking was going and now it would go down the left leg and into the knee which they wouldn't do before. Pt states wants in the leg and back. The issue started a month or two ago. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powers on. Patient inserted the battery and confirmed controller is 70% and implant is 0%. Pt wondered what the longevity of the lith battery was. Agent reviewed. Patient then tried a different group and was able to increase stim to a comfortable level. The troubleshooting steps that were taken on the call resolved the issue. The patient was redirected to their healthcare provider to further address the issue.